Manufacturer narrative:
Date of report: 16aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 22nov2019. Customer complaint confirmed, gas delivery system (gds) failed testing. Failure caused by components out of specification and failed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported low leak alarm issue. Manufacturer¿s field service engineer (fse) reviewed test set up and advised to place the whisper swivel in line with the test lung. However, the customer ordered the flow sensor block and replaced that and it repaired the problem.

Event description:
The customer reported low leak co2 rebreathing risk alarm. There was no patient involvement.